Event description:
Customer reported that the patient came in for cerebral, technician deployed vs elite in right groin. Deployer was teaching another technician so was very careful in doing all the steps in the elite technique. Deployer felt that the deployment went well. Patient came back to hospital next day because of no pulse in their foot. Did a runoff and found that the collagen plug was in the artery. Patient was taken to surgery.